Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient complained of fatigue and lack of energy. Patient also stated heart rate did not change very much. Patient was seen by technician and the device was reprogrammed. Patient then reported feeling "great" and heart rate increased normally with activity. The device remains in use. No patient complications have been reported as a result of this event.